Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 307 mg/dl with large ketones; cause was unknown. Bg was addressed via a correction bolus, changing supplies, and manual injections. System check was performed by tandem technical support and verified that the pump was functioning as intended. The customer was instructed to consult with the healthcare provider regarding bg level.